Manufacturer narrative:
There was a note on the report that the device serial number is not available and no further event information is available. Because the device is not available, the device serial number is unknown, and no further information can be retrieved, no investigations are possible at this time and the root cause cannot be established. Device disposed of by hospital.

Event description:
In 2014 a patient received a memo 3d rechord mrcs28. Due to functional mitral stenosis a re-mvr was performed on (B)(6) 2018. The memo 3d was explanted and a large pannus formation was attached to the device. A new valve was implanted. The device was disposed by the site. There was a note on the report that the device serial number is not available and no further event information is available.